Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed this condition was caused by an air sensor failure. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by an air sensor failure. The air in line printed circuit board was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).